Event description:
It was reported that this device, upon interrogation with the programmer, gave a red warning screen and exhibited a battery depletion (bd) error. The device was beeping. A review of device downloaded memory was done by technical services. This is an invalid bd error. The device appears to have a single corrupted value in the battery buffer used for the bd algorithm. This value was higher, causing recent normal values to to meet the bd criteria. The local representative will do a device check on september 24th. The device remains in service. The malfunction is not likely to cause or contribute to serious injury. There were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.